Manufacturer narrative:
(B)(4). Pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump was alarming due to motor stall. The pump logs showed a motor stall on (B)(6) 2011 with recovery on (B)(6) 2011, and another motor stall on (B)(6) 2011 with no recovery. The patient did not have a recent MRI or other occurrence. The pump logs showed the estimated replacement indicator to be nine months. A pump replacement was scheduled. On the day of surgery, the pump was not alarming. During surgery preparation, the health care provider (hcp) used the catheter access port kit to access the catheter to see if the catheter was patent, but was unable to aspirate the catheter. The patient was placed in lateral position and prepped for surgery. The hcp opened the pump pocket site, accessed the pump and tried once again to aspirate the catheter without success. The pump and catheter were replaced. Oral medication supplementation had been suggested during this event. It was reported by the hcp that the drugs infused via the pump included morphine 5mg/ml and baclofen 50mg/ml.